Event description:
It was reported that during a transcatheter aortic valve implant procedure; the delivery catheter system (dcs) was inserted into the patient and advanced to the aortic annulus. The valve was then deployed but was noted to be "displaced" due to calcification. A second valve was then prepared and implanted with the use of a new dcs; however, the valve showed "poor morphology" after implantation. Subsequently, a post-implant balloon aortic valvuloplasty (bav) was completed. After completion of the post-implant bav, the patient experienced poor cardiac function and coronary artery occlusion was identified. A coronary intervention was attempted but was ultimately unsuccessful. The procedure was converted to an open-chest surgery.

Manufacturer narrative:
Continuation of d10: product ID envpro-16-us (lot: 0013090378); product type: 0195-heart valves; implant date: n/a ; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.